Event description:
A malfunction on the pump was reported by the customer, and a specific malfunction code was identified. The impact on the customer¿s blood glucose level was not reported, as the customer declined to answer if the bg exceeded 500 mg/dl. Cts provided instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.